Manufacturer narrative:
Device evaluated by a third party.

Event description:
A ventilator was evaluated by a field service engineer. There was no harm or injury reported. During the evaluation of the device by the field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's system board, machine flow sensor, three way solenoid valve and proportional valve were replaced to address the issue.